Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a keypad was not working (yes button). This occurred upon power up at the intensive care unit (ICU). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h10: the device was received for evaluation. During functional testing, soft keys and a blue key did not work was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failing keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.